Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer's database indicated died approximately four months after device system implanted/replaced. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer's database indicated died approximately four months after device system implanted/replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
(B)(4).